Event description:
During review of the event history it was determined that the condition of failure code 806:10 occurred on (B)(6) 2010 during delivery causing an interruption of delivery. There was no patient involvement, injury or medical intervention related to this condition. This device utilizes user interface module master software version 5.09.90 categorized as remediated.

Manufacturer narrative:
The condition of failure code 806:10 was confirmed through the event history and was found to be due to a faulty pump head module. The pump head module was replaced to correct the condition. A follow-up report will be submitted if additional information becomes available. (B)(4).